Manufacturer narrative:
(B)(4). The covidien service engineer (se) was able to verify the reported issue. They re-secured the breath delivery (bd) alarm cable near the power supply and issue was resolved.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The alarm cable tested within the manufacturer's specifications. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a alarm cable error message. The ventilator was not in use on a patient at the time the event occurred.